Manufacturer narrative:
A customer in the united states notified biomérieux that they obtained a potential misidentification of staphylococcus aureus in association with their vitek® ms instrument (ref. 410895, serial# (B)(4)). A latex agglutination test was negative, which is not consistent with s. Areus. The expected identification has been defined as "unknown" because no reference method was performed to confirm it. There were no patient or operator death, no patient or operator harmed, no indirect harm patient reported, no patient harmed/treated incorrectly. Investigation: fine tuning: according to vilink alert tool criteria, no fine tuning was needed during customer¿s tests. Fine tuning met all mandatory criteria; however, the median of number of peaks at 130.0 is quite high based on the target of 110 peaks. Spot preparation quality: the calibrator spot preparation was good. Knowledge base review: internal investigations identified the sample as staphylococcus aureus which is present in the vitek® ms kb v3.2 (and matches the identification obtained by the customer). Reprocessing the customer data using the next vitek® ms knowledge base version and vitek® ms ruo saramis v4.16 also identified the sample as s. Aureus. Finally, biomérieux r&d identified the customer strain as staphylococcus aureus based on 16s sequencing (blast and phylogeny). Conclusion: considering all the information listed above, vitek® ms did not provide any misidentification. Vitek® ms identified s. Aureus and this was confirmed via sequencing. No product malfunction occurred.

Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. The vitek® ms system is intended for laboratory use by healthcare professionals who are trained in microbiology and good laboratory practices. Incident description: on the (B)(6) 2021, a customer in the USA reported to biomérieux that they obtained a potential misidentification of staphylococcus aureus with the vitek ms instrument (ref. 410895, serial number (B)(4)). The vitek ms reported a staph aureus; however, the latex agglutination test was negative. Results were not reported to the physician, and the patient treatment was not based on the vitek ms result. Attempt to identify the organism was not performed with any other testing method besides the vitek ms and latex agglutination. Vitek ms ID: staph aureus. Alternate ID: non-reactive to latex agglutination. There is no indication or report from the customer that this event led to any adverse event related to the patient's state of health. An investigation will be initiated.